Manufacturer narrative:
A ge oec service representative investigated the issue and assessed the system and reloaded software. Customer stated issue may be related to a faulty facility power cutlet. System had no further issues when using other power outlets. Facility related issue causing malfunction. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a lock-up issue.